Event description:
It was reported that a pump experienced system error 322 - link switch error (low) alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Unit was tested for 24 hours during evaluation with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptoms. Measurement of the spacing between the upper latch and upper latch switch was found to be out of specification at .034". The spacing should be .020". This may have been a contributing factor to the reported symptom. The upper auxiliary was replaced.